Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 using multiple cartridges. The customer's blood glucose (bg) level was 309 mg/dl and a bolus was delivered to address the bg level. The customer also reported receiving an inaccurate fill estimate. After troubleshooting with tandem technical support, the fill estimate was found to have been accurate. The customer was to continue to use the pump to manage diabetes and has insulin injections available if needed.